Event description:
Additional information received indicated that the patient was doing fine after the programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing episodes were observed on a stored egm during a follow-up in clinic. The patient was asymptomatic. Programming changes were made and further testing was recommended.